Event description:
The event involved a customer allegation of a device that does not hold charge. A review of the entire device error log during investigation found n56 (replace battery) alarms. The device gave a replace battery alert upon power up and the battery icon was empty during self-test. The device was again powered up on ac and the change battery soft key was pressed. The device passed self-test and all pvt tests on dc. The complaint was confirmed and the probable cause was found to be due to the battery which is associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.